Event description:
Initial event was reported to coopervision on (B)(6)-2014 from optician's office. The patient related the insertion of the lenses on (B)(6)-2014. After 8 hours of wear, one of the lenses became progressively uncomfortable. Vision in one eye was misty and she could barely see. The lenses were removed. On the following day, the patient presented to the local hospital where she relates she was diagnosed with a corneal ulcer and was treated appropriately. Extent of the corneal ulcer and the treatment are unknown. Follow up with the treating hospital was attempted but no further information was received as date of this report. Lenses were not returned and lot numbers are unknown. The complaint is unconfirmed. This event is being reported in an abundance of caution on the alleged corneal ulcer with treatment.

Manufacturer narrative:
Lenses were not returned. Lot numbers are unknown. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.